Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The low reservoir alarm functioning properly. However, pump received with loud motor noise during rewind due to faulty motor.

Event description:
The customer reported via phone call that insulin pump had the motor anomaly. Customer¿s blood glucose was unknown at the time of incident. The customer stated that insulin pump was making a loud noise. Customer also reported that there is an issue with the insulin delivery. The insulin pump will be returned for analysis.